Manufacturer narrative:
(B)(4): product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 748251, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 3387-40, lot# j0421698v, implanted: 2005-(B)(6), product type lead product ID 3387-40, lot# j0421701v, implanted: 2005-(B)(6), product type lead product ID 7436, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient died in (B)(6) 2012. It was noted the patient was happy with the implant surgery but started to get dementia at that point. The cause of death was failure to thrive; "the patient could not move, then he was not eating, and he kept losing like five pounds at week." It was noted the patient¿s wife thought the patient¿s death was device related but she did not think his physician would say it was related. A follow-up report will be sent if information becomes available.